Event description:
It was reported that a patient had a loss of therapeutic effect and hadn¿t been getting symptom relief since implant. The patient had been on program 1 since implant and had been increasing amplitude, but was not getting the desired result. She still had to catheterize a lot and was trying to change from program 1 to program 2. The patient synchronized the programmer with the implantable neurostimulator (ins), but was not able to get the box around the program row or get the program row to show the arrows, so she couldn¿t switch to a different program. The patient went to the doctor to get a new program because her current program wasn¿t working. The patient¿s doctor switched her to program 2. The following day, stimulation was off and the patient saw the stimulation off icon on the programmer. She was able to turn stimulation on and increase stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received noted that the patient continued to be programmed. There was a 50% or greater symptom reduction. Reprogramming was needed. No other troubleshooting or interventions were noted. The patient did not experience a loss of therapeutic effect. The patient did not experience a loss of stimulation. The patient was recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0pvbe, implanted: (B)(6) 2014, product type: lead. (B)(4).